Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to loss of capture. A new rv lead was successfully implanted and no adverse patient effects were reported.